Manufacturer narrative:
Sunrise medical has requested with the dealer that the stroller be returned for a full evaluation. The stroller has the slide-n-lock base in which the seating system will slide onto the base and lock into place. The seating system is successfully locked into place when an audible click is heard. In a past evaluation it was found that if there is an obstruction of any type between the seating and the slide-n-lock systems, that interference will not allow them to lock and the locking click will not be heard. A replacement stroller base shipped to the dealer on 3/15/18. However, we have not received the original stroller base for evaluation. It is currently unknown what the actual root cause of the failure is since an evaluation has not been performed. Further detail about the incident and the child's condition was requested from the family, however we have not received a response. The family also alleged that their child received a mild concussion but that has not been confirmed by a medical examiner. If new information is provided by the family and we receive the stroller for evaluation, a supplemental report will be filed with any relevant information.

Event description:
Sunrise medical sales representative, peter grams received a report that the chair base and seating became unexpectedly disconnected from each other. The child fell forward from the elevated position and smacked his head on the ground. Reported a mild concussion.

Manufacturer narrative:
The original seating system was not sent back to sunrise medical for evaluation. Sunrise medical's quality engineer performed an evaluation using a like seating system on 6/20/2018. The testing resulted in that the failure mode could not be duplicated. The findings of that evaluation are as follows: inspection of stroller: the stroller was confirmed as a zippie voyage vip model with a serial no. (B)(4). Upon unpacking the chair it was observed that only the baby jogger base was sent, there was no seating system included to evaluate. Evaluation test: testing was performed using a new similar seating system taken from the process line. It was attached to the baby jogger base, adding 40 pounds of weight to simulate the weight of the user. The stroller was put through tour testing on a flat terrain and a dirt road for a total of two hours to verify that the seating system would not disengage from the base. The result was the seating system did not disengage and the failure mode was not able to duplicate. Conclusions: the seating system did not detach from the base in flat terrain and dirt road conditions. A like seating system was used in order to continue with the evaluation. No further investigation will be performed by sunrise medical (us) llc.

Event description:
Please see initial MDR 9616084-2018-00002.